Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed that the touchscreen was no longer calibrated properly and some marks were observed on the bottom right-hand corner. The fse cleaned and recalibrated the touchscreen and performed all calibration, functional and safety checks to meet factory specifications. The iabp unit passed all calibration, functional and safety test per factory specifications and was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the screen for the cardiosave intra-aortic balloon pump (iabp) froze. The end user switched the patient to a new iabp unit. No patient harm, serious injury or adverse event was reported.